Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was seen on (B)(6) 2022 where affected channels were noticed during in situ measurements. Reportedly, the user stopped hearing with the device one day a couple of months after implantation.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Other damages found are most likely related due to explantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user was seen on (B)(6) 2022 where affected channels were noticed. Reportedly, the user suddenly stopped hearing with the device a couple of months after implantation. The user was re-implanted (in france).

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned in (B)(6) 2023.

Event description:
The user was seen on (B)(6) 2022 where affected channels were noticed. Reportedly, the user suddenly stopped hearing with the device a couple of months after implantation. Re-implantation is scheduled for (B)(6) 2023.